Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) and was explanted after 36.6 months of service. A different model boston scientific crm ICD was implanted without reported difficulty. The explanted device was returned to boston scientific crm to be analyzed for premature battery depletion. To date, there have been no reported patient symptoms associated with this clinical observation.